Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that the patient faced infusion set cannula leakage event on (B)(6) 2026, which resulted in sepsis on the leg at the cannula site. The condition progressed to a large infection, and the patient was on antibiotic treatment. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.